Event description:
During the saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the shaft is bent and the weld joint is cracked.